Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic covering was separated from the jaws. They stopped harvesting and removed the device from the patient. A portion of the jaw covering did remain in the patient. It was retrieved with the hemopro wand by grasping the piece with the jaws. Nothing was retained in the patient at the conclusion of the procedure. All pieces were retrieved by the method described before. Another vh-4000 was opened to complete the procedure. The only delay was to open another vh-4000. No patient injury reported.

Manufacturer narrative:
Tw#: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 05/14/2025. An investigation was conducted on 05/20/2025. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. There were no visual defects observed on the intact cannula or intact c-ring. An unknown material was also returned. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was not confirmed. A manufacturing engineering evaluation conducted. A visual evaluation was conducted. Signs of clinical use and evidence of blood was observed. The jaws were inspected under magnification. There were no visual defects observed on the intact heater wire. There were no obvious visual defects observed on the silicone insulation on both the cold and hot jaws. An unknown material was also returned. The unknown material was sent to the merrimack, nh getinge facility for material characterization and compare the material to the silicone on the hemopro 2 jaw. The material characterization was performed and it was determined that the unknown material matched the silicone on the hemopro 2 jaw. The reported failure mode "peeled/delaminated jaw" was confirmed. Based on the manufacturing engineering evaluation, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000466974 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.